Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and subsequently the touch screen was unreadable. No text or graphics would display on the touchscreen. Customer's blood glucose was 99 mg/dl. Reportedly, customer contacted their health care provider for alternate insulin therapy.